Manufacturer narrative:
H6: investigation summary: before unpacking a media plate was found with growing black microbial contamination. The complaint trend was reviewed for a period covering 12 months. Similar complaints were identified for the same product group. However, internal action limits were not reached, a trend was not identified. This complaint is treated as an isolated incidence. The batch record for the respective lot was reviewed. No deviations from the validated processes were registered. In addition, the product passed qc release testing without any deviations. Return samples were not provided by the customer. Picture samples, provided by the customer, show a plate of lot 1244867 affected by a black microbial contamination. Based on the internal investigation and the picture samples provided, this complaint can be confirmed for contamination. Neither a trend nor a definite root cause could not be identified. Aseptic manufacturing processes are unable to guarantee sterility of the given product. Since a 100 % inspection is not possible for aseptic products, sterility testing carried out on the basis of a representative sample. Therefore, occasional contamination cannot be prevented. Nevertheless, to improve customer experience, an interdisciplinary team is driving actions to further reduce the occurrence of these subliminal contaminations. Bd will continue to monitor incoming complaints for similar defect types.

Event description:
It was reported that bd¿ sabouraud agar with gentamycin and chloramphenicol, plate, 90 mm x 20 plates were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: contaminated plates.

Event description:
It was reported that bd¿ sabouraud agar with gentamycin and chloramphenicol, plate, 90 mm x 20 plates were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: contaminated plates.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ sabouraud dextrose agar with chloramphenicol and gentamicin deep fill catalog number 296359 which is a class 1, 510(k) exempt device. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.